Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, while advancing a pod coil into the lantern, the physician noticed a kink on the pusher assembly approximately ten centimeters from the proximal end. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, six pod packing coils (pod pcs), two non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.